Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a -data not read- error message for measured data. The ventricular autocapture was disabled and fixed output. The patient would be monitored.